Event description:
The event occurred on various unknown dates involving a tego® connector. It was reported air entering the catheter during disconnection. The event occurred several times during the month of march-april during disconnecting the syringe or tubing from the dialysis system. The silicone in the tego protrudes, and blood flows back into the kt and comes out through the tego. The product was stored in the storage room, in a dry place. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was requested to be returned for evaluation- it has not been received. The investigation is pending.